Event description:
It was reported that during a therapeutic trans urethral resection the ceramic tip of the sheath broke. The broken tip was retrieved. There was a delay of less than 30 minutes. The procedure was completed with a back up device. There was no reported harm or injury to the patient.

Event description:
No additional information received from the customer. This event was initially reported as a serious injury; however, upon further review, it was determined the olympus device did not contribute to a serious injury as there was no harm to the patient. The following fields have been updated: b1, b2, b5, d8, and f10.